Manufacturer narrative:
(B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is marketed for (B)(6) use only. Product investigation evaluation: the matrix midface screws are used with the matrixmidface plating system in selective trauma of the midface and craniofacial skeleton: craniofacial surgery, reconstructive procedures, and selective orthognathic surgery of the maxilla and chin. The screws sold outside the united states (ous) are packaged in plastic clips. The screws are intended to be removed from the clip using the self retaining screwdriver blades (03.503.201) or the screwdriver blades with holding sleeves. The complaint states that the screws were stuck in the clips and when they were removed there were small pieces of plastic clip on the screw. 8 screws and 16 clips were returned. The screws were function tested in the clips and several combinations were difficult to remove or had small pieces of the clip on the screw. The drawings for the screws were reviewed and found to be adequate for the intended use. As the manufacturing investigation noted at the maximum material condition (mmc) there is the potential for the clip to have up to 0.05mm of interference with the screws. However, this is an intentional design decision in order to ensure the screws are held securely in the clips. Clip is used for the shortest matrix midface screws (3 and 4 mm). Due to their short length, it is easy for these screws to fall out the clip. The functional and design requirements specifies the acceptable limits for the fit between the screws and the clips. Both drawings meet the requirements. The complaint is confirmed because the returned parts match the complaint description of being difficult to remove. Although removing the screws was difficult, it was not impossible. In order for the clips to securely hold the screws, a close fit or even some interference is necessary. This issue could be caused by using a screwdriver with a worn tip, which would reduce the retention force. The screwdriver blade was not returned so it is unknown if it was a factor. The design of the parts is adequate for their intended use. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not implanted/explanted. A manufacturing evaluation was completed: product and clip assemblies were received together in a zip lock bag. No other packaging or labeling was returned. A tolerance stack calculation was completed which shows that three of the four screw/clip combinations have a line to line fit and the fourth screw has a possible interference fit. The line to line or interference fit is not a packaging issue so the product was sent for further evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screws were stuck in the screw clips and this prevented pick up with the screwdriver. On attempt to pull the screw out of the clip, small fragments of the clip were present on the screws. Patient was not affected. There was a surgical delay of fifteen minutes reported. This report is 5 of 9 for complaint (B)(4).